Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose at the time of incident 135 mg/dl. Troubleshoot was performed. The insulin pump was in sleep mode prior the issue. After the incident, the insulin pump was beeping and went black. The insulin pump will be returned for analysis.